Manufacturer narrative:
Philips investigated this complaint. Field service engineer (fse) inspected the system and confirmed the reported issue. After reviewing the log, it also confirmed the x-ray collimator error. To resolve the issue, the fse replaced the x-ray collimator and return the part for further analysis, and the collimator malfunction is confirmed. Field service engineer (fse) implemented the correction. After replacing x-ray collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the the system generated an alert indicating " col: collimator shutter hardware or mechanics failed: excessive position error x shutter - frontal", which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.